Event description:
It was reported that t1 was stripped off successfully, but t2 failed to strip off. T1 was removed, and a backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that t1 was stripped off successfully, but t2 failed to strip off. T1 was removed, and a backup device was used to complete the surgery. No significant delay or patient injury reported.¿ the device is in good condition. T1, t2 and suture were not returned with the device. There are no obvious signs of aggressive use. There is no apparent twisting or bending of the delivery needle. A functional test confirmed that the device cycles and actuates successfully. No mechanical problem was found with the device returned.